Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years, 9 months. The event occurred at (B)(6). The device was not explanted from the patient and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017, the patient was away from home and likely did not have extra external batteries. The patient had been on the batteries in use for approximately 15 hours when the power became depleted and the pump stopped. The patient collapsed at work and was found unconscious. The paramedic on the scene resuscitated the patient and connected the system controller to fresh batteries. The patient did not survive and passed away a few hours later at the hospital. The system controller log file reviewed by the distributor¿s representative showed that from 19:40 on (B)(6) 2017, the patient used the same batteries until the event. No battery or power replacement was seen from 19:40 until the next day at 10:32 when the low voltage advisory alarm started. No additional information was provided.